Event description:
It was reported that the autopulse resuscitation system displayed a user advisory ua 17 (max motor on time exceeded during active operation) message when in use with a manikin. Sometimes the device would compress for as long as 10 minutes then stops with another user advisory ua17 message. No additional details were provided. No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and confirmed no damages. The reported issue of the platform displaying a user advisory ua17 (max motor on time exceeded during active operation) was confirmed. User advisory ua02 (compression tracking error) was also observed. Functional testing was performed with passing results. Upon further inspection of the device it was identified that the load plate shoulder screw was missing which likely led to the observed user advisory ua02 message. The drive train motor was also noted to be defective which likely led to the observed user advisory ua17 message. However a definitive root cause for the missing load plate shoulder screw and defective drive train motor could not be determined based on the evaluation results.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.